Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the peritonitis event was manifested by stomach ache and vomiting. Additionally, it was reported that the patient was not recovering from the peritonitis event, leading to the dianeal therapy being discontinued and the peritoneal dialysis catheter being removed on unreported date(s). Previously, it was reported that the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized for the event. On an unreported date, the patient was treated with an injection of reflin, injection of fortum and injection of meropenem (doses, frequencies, routes and durations not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapies were ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available.